Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. Device inspection revealed the following: the received impactor was found to be broken from location where metallic handle connects with the polymer. The device has been subjected to quite high non-axial impaction as a result of which one half side of the breakage surface shows abnormal features while the other half is relatively cleanly separated. The rest of the damaged part including the compressed distal end, all indicates towards high impact forces being applied on the impactor. Note that this is a device which gets subjected to consistent impact forces due to which the device has finally given up. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. There are signs of heavy impactions on the metallic handle and the fracture surface also reflects the same. Also, as the device is intentionally used for impaction, it is for sure that a weakened structured integrity due to long usage and reprocessing cycles would have contributed to the failure. The op-tech clearly warns the user that: ¿note: use gentle hammering only ¿ otherwise the impactor may be destroyed.¿ if any further information is provided, the complaint report will be updated.

Event description:
As reported: "during use of omega3 plate impactor to seat the plate during the operative procedure, black plastic component of the impactor has fractured into 2 pieces. Approx 2 minute surgical delay."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during use of omega3 plate impactor to seat the plate during the operative procedure, black plastic component of the impactor has fractured into 2 pieces. Approx 2 minute surgical delay."